Manufacturer narrative:
(B)(4); batch #: u94242. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No. Did the blade tip brake off? Yes. Is the white tissue pad damaged? No. Did the white tissue pad completely fall off the clamp arm? No. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a myomectomy the tip of the forceps broke.